Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The pod was returned without the adhesive pad attached to the bottom housing. Inspection of the adhesive welds found no issues that would contribute to the reported event. The exact cause of the reported event could not be determined. No damages or manufacturing defects were observed. A leak test was conducted successfully; no leaks were observed.

Event description:
It was reported the patient's blood glucose level (bg) rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the adhesive separated completely from the arm resulting in the cannula dislodging. The pod was also reported to be leaking. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g6 . *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.